Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed, that the laser cut filter was broken. Based on the result, we concluded that it was caused, due to the excessive force applied on the laser cut filter. In addition, our technician confirmed, that the segment fluid damage, the u/d and the r/l pulley wires fluid damage, the ccd drive pcb fluid damage, the electrical pin connector fluid damage, the insertion flexible tube compressed (short in length), the suction channel buckled, the air/water nozzle clogged, the control body corroded, the lg connector corroded, the nozzle gluing missing, the remote control buttons cut, the remote control switch malfunction, and the angle wire hard to move. However, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586(image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure.